Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of greater than 125 ohms. The health care professional (hcp) will follow up with the physician. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.